Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cerebrovascular accident and thrombosis are listed in the rx acculink carotid stent system instructions for use as possible adverse events associated with use of this device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional acculink device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left carotid artery. Pre-dilatation was performed with a 7x20mm viatrac balloon. A non-abbott guide wire was advanced to the lesion, although difficulty was noted. Then an emboshield nav6 was placed. A 7-10/40mm acculink stent was placed in the left internal carotid. Then a 10x40mm acculink stent was placed (overlapping) at the junction of the previous acculink stent. Several hours post stent implantation, the patient suffered a stroke but no treatment was performed. There was also suspicion of ischemia due to a blood clot that has migrated into the brain (physician noted blood clots in the syringe while rinsing the non-abbott sheath). The procedure was prolonged. The patient is doing fine. No additional information was provided.